Event description:
A doctor alleged that the maxcem elite clear was setting up too quickly during procedures for two (2) patients; however, patient incident details were not provided. This is the first of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. To date, the patient is doing fine. The crown was re-cemented with a different product, without further incident. The product was received in a condition which made analysis impossible; therefore, a visual test and gel set time test were performed on the retained product. It was confirmed that the product did not meet polymerization specifications. The lots involved in the alleged incidents includes lot numbers 4427295 and 4659429 has been identified as affected lots that is part of an ongoing maxcem elite recall. The doctor could not verify which lot was use on each patient.